Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter tubing near the 20 cm depth marker. The edges of the split were observed to be mostly straight and even, and what appeared to be some whitening of the catheter material was observed at one corner of the split; however, further detail of the fracture surfaces could not be discerned from the returned photographs. Usage residues were observed on the catheter sample in the returned photographs. While the exact cause of the observed split could not be determined from the returned photographs, possible causes of the split include flexural fatigue caused by repetitive cyclic kinking of the catheter, sharp instrument damage, and exposure to incompatible chemicals.

Event description:
It was reported, PICC that we implanted on (B)(6) had to be removed on wednesday (B)(6)due to catheter breakage about 20cm from the tip. In a few weeks another one may be placed. Additional information received: there was no impact on the patient. The catheter was removed and another catheter was implanted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, PICC that we implanted on (B)(6) had to be removed on wednesday on (B)(6) due to catheter breakage about 20cm from the tip. In a few weeks another one may be placed.